Event description:
It was reported that the alignment of the icons on the top label did not match the openings in the top cover. When a led indicator was illuminated only part of the icon is illuminated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
G4: PMA number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the alignment of the icons on the top label not matching the openings in the top cover was confirmed via evaluation of the heartmate mobile power unit (mpu) (serial number (B)(6)) at the european distribution center (edc). The mpu booted up as intended and during functional testing, it was confirmed that the light emitting diode (led) icons on the mpu led overlay label did not align with the cutouts in the top cover. The mpu was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded mpu was powered on and the mpu led overlay label issue was observed; the leds were partially covered by the mpu led overlay label. The unit was able to power a test system controller and mock circulatory loop without issue. The mpu led overlay label issue did not affect mpu functionality. A manufacturing analysis task was initiated to further address the observed issue. The mpu led overlay was found to be nonconforming to specification due to the supplier's testing methods. A supplier corrective action request (scar) was therefore issued to the supplier for the overlay. The device history records (DHR) for this unit were also reviewed, and all of abbott's assembly and inspection steps were noted to have passed. The observed issue was also communicated to abbott¿s production personnel, and re-training was performed for the inspection and assembly steps related to the overlay and icon illumination. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev. B), section 3 - ¿powering the system¿, and abbott heartmate 3 left ventricular assist system patient handbook (rev. B), section 3 ¿ ¿powering the system¿, cover that you should inspect the mobile power unit for damage and to not use the mobile power unit if it shows signs of damage. In addition, the sections describe the buttons, lights, and symbols on the mobile power unit user interface. Do not use a mobile power unit that appears damaged. Contact your hospital contact if a replacement is needed. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.